Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information in (B)(6) 2010 that this local representative contacted technical services to report that this implantable transvenous coronary sinus lead was fractured. The conductor fracture was confirmed by xray, and was associated with a pacing impedance measurements of > than 2000 ohms with no capture. The fracture location was identified near the pulse generator. The patient has liver cancer and the referring physician is suggesting that the patient will not undergo an invasive procedure to replace the lead at this time. The device's monitoring voltage is at middle-of-life 2 (mol2) and is approaching elective replacement indicator (eri). The physician may elect to replace the device at the time of the lead revision procedure. Currently, the lv function of the device has been programmed off. The event will be reopened if additional information is received and/or the lead is returned for laboratory testing. Subsequently, boston scientific received information in (B)(6) 2011 that this patient's device was electively explanted due to normal battery depletion. The chronic lv lead was surgically capped due to an existing lv lead conductor fracture associated with high lv pacing impedance and high pacing thresholds.